Event description:
Reporter alleged the test strip vial is illegible that is used with the blood glucose monitoring device. Reporter stated the test strip vial lot number is an expired one and did not provide any other information on the alleged event. A request was made for the return of the suspect device and replacement product was sent.